Event description:
The patient's implantable neurostimulator (ins) battery had depleted. During ins replacement surgery, the health care professional (hcp) noticed a white milky pus fluid behind the ins. Samples were taken and sent to the lab to determine what the fluid was. The hcp decided not to replace the ins at this time and returned the ins to the pocket. Additional information indicated that the fluid was an infection. The patient was given antibiotics and the ins and extension were explanted. The patient continued to be treated with antibiotics after explant and intended to be reimplanted when appropriate. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).